Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration data was lower than the calibration signals measured during the standardization, the quality control data were within the customer's ranges. As the same sample repeated on the same instrument using the same reagent produced a plausible result, a general instrument or regent issue could be excluded.

Event description:
The customer alleged they received a questionable ferritin result for one patient on their e411 analyzer. The patient's initial ferritin result was 0.542 ug/l and it was reported outside the laboratory. The initial result was questioned by the physician because the patient's previous results were over 200 ug/l. On (B)(6) 2014, the sample was repeated on the same e411 analyzer and the result was 272.6 ug/l. A corrected report was sent and the physician notified. There were no adverse events. The ferritin reagent lot number was 17335204 and the expiration date was (B)(6) 2014. The field service representative could not find the cause and could not duplicate the issue. As a preventative measure, the static brush on the sample disk was replaced and the cover for the sipper probe was reseated. Performance testing was done with no errors. The analyzer was working to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.